Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor speeds were unstable, the reciprocating arm was worn, and the device was out of calibration. The motor, sleeve, reciprocating arm, thickness control shaft, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: finland.

Event description:
It was reported during maintenance that the following failure descriptions were noted: worn reciprocation arm and motor issue. There was no patient involvement. During device evaluation, it was discovered that the motor speed was unstable. Due diligence is complete. No further information is available.